Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, dysmenorrehea and menometrorrhagia and mesh was implanted. It was reported that the patient had a concurrent procedure of a laparoscopic-assisted vaginal hysterectomy/ bilateral salpingo-oophorectomy performed during mesh implantation. It was reported that following insertion, the patient experienced a perforated vagina, pain, dyspareunia, mesh was protruding though the vaginal wall, vaginal pain, stress urinary incontinence and vaginal bleeding and inflammation. It was reported that the patient experienced exposed mesh and underwent partial removal of mesh on (B)(6) 2009 and (B)(6) 2009. The patient underwent exploratory cystoscopy on (B)(6) 2011 and on (B)(6) 2012 underwent excision of extruded vaginal mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient complained of dyspareunia since surgery in (B)(6) 2009.